Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer says that the up/down buttons on the right side of the pump only work intermittently. No adverse event reported. A request was made for the return of the device.